Event description:
Litigation received alleging that the patient suffers from grinding, metal flakes in and around the socket, fluid, pain, and swelling. Also alleged is limited range of motion, and excessive levels of chromium cobalt. (Right hip) update 27 oct 2014 - der rcvd. Updated dor, surgeon and sales rep details. Updated both products with manufacturing and expiry dates, 510k numbers, brand and common names. The stem and sleeve are being added to the complaint for elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).